Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/4/2020. H.6. Investigation: bd received two samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing label with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for missing label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg was missing a label. The following information was provided by the initial reporter: "a member of staff noticed 2 white top ppt tubes in the batch (ref: 362795, lot: 9260278) that did not have the manufacturers ce marked label attached to them."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg was missing a label. The following information was provided by the initial reporter: "a member of staff noticed 2 white top ppt tubes in the batch (ref: 362795, lot: 9260278) that did not have the manufacturers ce marked label attached to them. "